Event description:
Falsely elevated human chorionic gonadotropin reported at lab site. Site indicated that as a result of lab result, a second administration of medication to pt for treatment of ectopic pregnancy was given.